Event description:
--

Event description:
Additional information was received that the device was successfully changed out and replaced with a competitor's cardiac resynchronization therapy defibrillator (crt-d). A boston scientific field representative was not present for the procedure, therefore, it is not known if the device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard tones being emitted from the device. Clinic evaluation was done and this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended, however, at this time, information suggests that device remains implanted. No adverse patient effects were reported. This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on august 29, 2013. By disk analysis, this device experienced behavior consistent with that advisory communication.